Manufacturer narrative:
An isi field service engineer (fse) was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received for evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the one of the surgeon eyes were black (left eye). The caller stated they had swapped out the scope and power cycled the system, but the issue remained. The caller stated there were no faults or system messaged upon power up, but the eye was out from the start of the case. The tse reviewed the logs but found no related logs. The tse recommended a hard power cycle on the console, but caller declined. The caller stated the surgeon was proceeding with one eye and call ended. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed, and the reported failure was replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. It powered on showing a blank screen. The complaint was confirmed based on failure analysis. The probable root cause is attributed to current related electric and fiberoptic defects on the hrsv.

Event description:
Refer to h11 for follow-up information.